Manufacturer narrative:
Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults. After further review of additional information received the following sections have been updated accordingly: no additional information will be forthcoming. This is one of two reports (3007042319-2015-01849 and 3007042319-2015-01850) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-01849 and 3007042319-2015-01850) submitted for devices related to the same event. Device remains implanted.

Event description:
The site reported that while the patient was in the hospital post ventricular assist device implantation there were electrical fault alarms on (B)(6) 2015. The manufacturer's representative explained how to silence alarm and requested the site to send in log files. Log files received 07/13/2015 confirmed 16 electrical fault alarms logged in since (B)(6) 2015; indicative of contamination. A driveline cleaning procedure was performed on (B)(6) 2015. Inspection of the driveline showed the red conducting wire to be cloudy. The patient did not require any prep for the procedure. Two rounds of cleaning were conducted per manufacturer's procedure. Pump stop time was 60 seconds and 30 seconds. Upon disconnection of the connector, a few pins appeared to be darkened. Within the male pins of the controller, there was residue material. The controller was exchanged. The patient tolerated pump-off time "very well and was asymptomatic". It was indicated that the action solved the problem with verification of the repair action. This is report 1 of 2.